Event description:
It was reported that it was impossible to deflate the balloon before removing the device. The doctor then cut the tube. The balloon has been voided with faeces.

Manufacturer narrative:
A chr showed no other product complaints of similar nature. The complaint is inconclusive since the product was not returned for evaluation.